Event description:
For software v 8.12, specified activity is not correct after changing weights. The dwell weights are assumed to be relative factors normalized to 1. If, however, instead of 1 all dwell weights are changed to 0.5, the reference dose rate is multiplied by 0.5, and all times are correctly multiplied by 2. If one or more dwell weights are now changed, but to the same value (0.5), the reference dose rate based on 0.5 is again multiplied by 0.5.